Event description:
The customer experienced hypoglycemic symptoms of sweating and shaking. She tested her blood glucose on the contour next link and the reading was 79mg/dl. Later she tested again on a different meter and the reading was 46mg/dl. She drank orange juice and her glucose level rose to 62mg/dl. The customer returned the test strips for evaluation. New strips and meter were sent to her.